Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 28, 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at 11am on (B)(6) 2016. The patient manages his diabetes with a combination of medications including novolog 70/30 insulin and metformin tablets. He reported that at 11:45am on (B)(6) 2016, he consumed more food/drink. He reported that one day after the alleged issue began he developed symptoms of ¿confused, cold [and] sweating¿. It is not clear what treatment, if any, the patient received for his symptoms. He reported that on an unknown date and time, he obtained a blood glucose result on an unknown device of ¿73 mg/dl¿. At the time of troubleshooting, the cca noted that the meter was being used for the first time and based on the information provided there was no misuse of the product. The meter did not power on with a button press. The cca established that the patient was using the correct test strips; however, the meter also did not turn on when a new test strip was inserted per owner¿s manual. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged power issue began.